Event description:
It was reported that during inspected when the package was opened and checked, the sterile package was not sealed properly. No case involved.

Manufacturer narrative:
Information corrected in h6, h7, and h9.

Manufacturer narrative:
The reported 4.75mm healicoil rg sa, intended for use in treatment, has not been returned for evaluation, however a photograph was supplied. Examination of the photograph confirmed the reported complaint of an improperly sealed pouch. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Due to additional field complaints of this nature an investigation has been opened to determine the root cause and applicable corrective actions.